Manufacturer narrative:
(B)(4). Event evaluation: a review of complaint history, device history record, instructions for use (IFU), manufacturing instructions, quality control, specifications and trends was conducted during the investigation. The manufacturing records were reviewed, and nothing of note was observed. There is no evidence to suggest the device was not manufactured to current specifications. The zenith device has completed design control requirements demonstrating that the device meets the predetermined requirements and that the requirements meet the needs of the user. Specifically, hemostatic valve leakage testing has been conducted. The IFU contains the indications for use, warnings and precautions and appropriate method of use for this device. Specifically, it states "endovascular stent grafting is a surgical procedure, and blood loss from various causes may occur, infrequently requiring intervention (including transfusion) to prevent adverse outcomes. It is important to monitor blood loss from the hemostatic valve throughout the procedure, but is specifically relevant during and after manipulation of the gray positioner. After the gray positioner has been removed, if blood loss is excessive, consider placing an uninflated molding balloon or an introduction system dilator within the valve, restricting flow." Captor valve assemblies are 100% quality control inspected for leakage. Based on similar reported incidents, the leakage is likely occurring due to tearing of the silicone discs. The appropriate internal personnel have been notified. We will continue to monitor for similar events.

Event description:
One main body extension (1820334-2015-00854) and one graft converter (1820334-2015-00855) was used during the evar procedure on the (B)(6) female patient. During the procedure, it was noted that both devices displayed valve leakage. Blood loss totaled approximately 800cc and a blood transfusion was needed. Patient is in stable condition.

Manufacturer narrative:
(B)(4). Event is still under investigation at this time.

Event description:
One main body extension (1820334-2015-00854) and one graft converter (1820334-2015-00855) was used during the evar procedure on the (B)(6) female patient. During the procedure, it was noted that both devices displayed valve leakage. Blood loss totaled approximately 800cc and a blood transfusion was needed. Patient is in stable condition.